Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 20 mg/dl. Reportedly, customer inadvertently entered in an incorrect bolus which decreased their bg level. Reportedly customer lost consciousness. Customer consumed carbohydrates and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.